Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patients 02 sat monitor is reporting a rate of 45-50ppm. Interrogation appears to show some rv oversensing as well as intermittent loc. Ts had rep perform an rv pacing threshold and rep states it is 0.9v@0.4ms. Ts states it appears as if the rv sensitivity is not programmed appropriately. If nominals are set, then it is at 2.5mv and to consider increasing the floor to 5.0mv. Rep did this and still seeing some intermittent oversensing. Ts had rep increase to the max of 10.0mv. Increasing to 10.0mv appears to have resolved the issue. No further pacing inhibition seen.